Event description:
The customer reported the system would not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.